Manufacturer narrative:
The returned lead sc-2352-50 (s/n: (B)(4))was analyzed and the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were observed on the lead and the physician suspects that the lead is broken. The patient will undergo a lead revision.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were observed on the lead and the physician suspects that the lead is broken. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead and clik anchor were replaced. No imaging was taken that confirmed the lead was broken, however it was tested in the operating room. The physician did not feel there were exposed cables on the broken lead. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were observed on the lead and the physician suspects that the lead is broken. The patient will undergo a lead revision.